Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, pain, swelling, fistula, abscess, bleeding, inflammation, mobility. Very hard bone during preparation. Initial healing good, first pus after 3 weeks.